Event description:
It was reported that the epg (external pulse generator) was dropped and has physical damage. The epg was subsequently returned with a report that the display and screen are broken. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display and display lens were broken. It was also noted that the upper case was broken,the lower case was broken, the battery release was contaminated, the two side bail covers were missing, the ring cover was broken, four case screws were missing, the battery contacts were compressed, two side bails were missing, the ring was missing, and the battery drawer was broken. (B)(4).